Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that it was difficult to charge. The rep reported that the patient was having charging issues with only 4 maximum charging bars prior to the clinic visit. The rep reported that they troubleshot with the patient prior to calling. The rep reported that they experienced a maximum of 4 charging bars with the patient¿s recharger and tried multiple positions to improve charging. The rep reported that a different recharger was used with identical results. The rep initiated an antenna locate with a maximum value of 52 while ensuring the antenna was centered on the ins. The rep palpated the ins and stated it didn¿t look too deep at 1-2 cm and was flat to the skin. There were no recent triggering events such as falls. It was recommended that the patient schedule a physician visit to inspect the pocket for correct orientation, depth or other factors that could affect charging. The rep reported that she would have the patient follow up with the managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the recharging difficulties was not determined and that the issue had not resolved. No further actions had been taken to address the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ipg (ins) is not flat in the pocket. It was unknown why. Rep had no further information to report other than that the charging works fine and the patient was not complaining about the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep called to discuss antenna locate and whether that was valid troubleshooting tool for coupling bars. Caller met with patent on the date of the report and was able to get 8 coupling bars with no issue. Caller stated that ins is tilted in the pocket (very shallow on one side and deeper on the other side). Caller stated he placed the antenna lower on the battery and used a sticky patch to hold antenna in place. No further complications were reported/anticipated.